Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) currently, the event is under investigation to verify the reported allegations. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description:the patient was on closed loop ventilation for 24 hours. However, problems were observed, particularly with the fast increase in fio2. As a result, closed loop ventilation was discontinued. It appeared that the fio2 did not increase fast enough in response to desaturation. The fast increase setting was configured at 50%; however, when the spo2 dropped below 80%, the expected increase in fio2 was not observed. Instead, it appeared that once the spo2 dropped below 89%, the step delay timer was initiated, and when the spo2 subsequently decreased below 80%, the next fio2 increase occurred only after the configured delay time had elapsed. In addition, the alarm for exceeding the oxygen limit did not appear on the screen while the patient was on closed-loop ventilation. Closed-loop ventilation was reactivated for approximately 30 minutes to evaluate the system. Later that night, the nursing staff switched the patient to the fabian ventilator.